Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient. It was reported that they were getting stimulation only in their knees, but not in their back. The patient stated that they were told that their healthcare provider (hcp) could not get the leads up in their back. The patient didn¿t know why and wanted to talk to a manufacturer representative about it. It was noted that the issue had occurred since the patient was implanted on (B)(6) 2016. The patient was redirected to their hcp to contact a manufacturer representative. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.